Event description:
The patient reported hearing an "electrical noise" every few hours. It was further reported that the right ventricular (rv) lead had been oversensing noise for some time. The oversensing could not be reproduced in office. Threshold and impedance measurements were noted to be stable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).